Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they had a discrepant result on the bd max¿ vaginal panel. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "discrepant result on trichomonas on the max vaginal panel."

Manufacturer narrative:
H.6 investigation summary: a failure of undetermined result was reported on a max instrument (p/n 441916, s/n (B)(6)). A bd field service engineer was dispatched and reviewed log files. The bd fse replaced all pumps, pump tubing and boards, and renormalized both readers. . This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to undetermined results. The root cause was attributed to pump failures. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported by the customer that they had a discrepant result on the bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "discrepant result on trichomonas on the max vaginal panel."

Event description:
It was reported by the customer that they had a discrepant result on the bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "discrepant result on trichomonas on the max vaginal panel."

Manufacturer narrative:
D.4. Device expiration date: unknown. G.3. PMA/510 k #: k111860, k130470.